Event description:
It was reported by service report that the pt right brake/steer pedal is broken with sharp edges exposed and the pt left latching assembly is broken preventing the side rail from being able to be latched up. No pt involvement or adverse consequences are reported.